Manufacturer narrative:
See MDR 1920664-2010-00008 for delivery device used with this intraocular lens.

Event description:
The doctor noticed the haptic of the lens was torn after the lens was implanted. The incision was enlarged to remove and replace the lens.